Event description:
Info rec'd indicates the right head siderail will not latch in the raised position.

Manufacturer narrative:
The technician found that the siderail release arm was bent which caused the siderail latch to bind and preventing free movement of the latch block. He straightened the siderail release arm to repair the bed.